Event description:
It was reported to philips that the system was not booting up intermittently. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, found pdu control module issue. To resolve the problem, fse download board software on the pdu controller pcb. After download board software on the pdu controller pcb, the system was returned to use in good working order. The codes were updated based on the investigation outcome.